Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - wr5 1dd, event site state - hw), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and stated that there was no malfunction of the device, pumping stopped due to restrictions within the tubing/balloon. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.